Event description:
The patient was implanted with an implantable ventricular assist device (lvad). It was reported by the vad coordinator that the pump abruptly lost the flash and fill signals for approximately 18 hours. The patient was placed in fixed mode during this time until the signals returned. It was also reported that the physician observed thrombus via na echo. The surgeon elected to replace the lvad with another ivad. Upon explant of the original pump, no thrombus was present.

Manufacturer narrative:
The patient remains ongoing with the replaced ivad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.